Manufacturer narrative:
The reported event of diagnostic anomaly was not confirmed by analysis. The device was tested on the bench and no device anomalies were found. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis of the device image and session records found that there was a longevity overestimation due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
It was reported that a patient presented to emergency room (ER) due to vibratory alert. The patient's implantable cardioverter defibrillator (ICD) had an overestimation of battery longevity event. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout procedure.